Manufacturer narrative:
Reference MFR report # 2916596-2016-01164 for the report of the previous pump exchange due to suspected thrombus. (B)(4). Approximate age of device ¿ 41 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient arrived at the implanting center with estimated pump flows of 10 lpm and pump powers of 9 watts. The patient reported that the estimated pump flow and pump power values began increasing approximately 2 weeks prior in conjunction with symptoms of increased lethargy. The patient denied any dark colored urine. The patient¿s inr values had reportedly been therapeutic and lactate dehydrogenase (ldh) and plasma free hemoglobin (pfhg) levels were within normal limits. The patient¿s anticoagulation regimen consisted of aspirin (325 mg) twice per day with the recent addition of plavix (75mg) after the patient underwent a pump exchange for suspected thrombus on (B)(6) 2016. A ramp study showed that the aortic valve opened every beat when the pump was running at a speed of 9400 rpms. Estimated pump flows were 8.4 lpm and pump powers were 7.6 watts. When operating at a speed of 9600 rpms, the estimated pump flows increased to 8.6 lpm, pump powers were 7.8 watts, and the aortic valve closed every beat. The patient was admitted for continued monitoring to rule out pump thrombosis. The patient¿s system controller log file was submitted to the manufacturer¿s technical services representative for review. The log file contained approximately 14 days of data and confirmed the observed increase in pump power and a decrease in average pulsatility index (pi) values over time. Additional information was requested but not provided.

Manufacturer narrative:
The patient remains ongoing on vad support; the pump was not available for evaluation. Review of the system controller log file confirmed the reported elevation in pump power and estimated flow values with a decrease in average pulsatility index (pi). A root cause for the changes in pump parameters could not be determined. Thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that during the patient¿s admission to rule out thrombosis, a computerized tomography (CT) scan of the patient¿s abdomen was performed; in order to specifically include the outflow graft within the evaluation. The CT scan did not reveal any evidence of thrombus. Reportedly, the only treatment provided to the patient in response to the event was IV heparin for two days while admitted and no changes were made to the lvad system parameters in response to the event. It was reported that, on an unspecified date, the patient¿s energy level had improved, and the pump power elevations dissipated at about the same time. The patient felt back to baseline status. The estimated pump flow values were almost always remaining within the 6 lpm range, and pump powers were within the 6 watt range. The patient¿ lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) had continued to be monitored weekly. On (B)(4) 2016, it was reported that the patient was asymptomatic. The patient¿s ldh level was reported to have been trending up slightly and was 338 u/l on (B)(6) 2016, with the plasma free hemoglobin level at less than 30 mmhg. The patient reportedly no longer had consistent pump power elevations, and the pump power spikes had decreased. The spikes in pump power only lasted for about 5 days after the patient was admitted.